Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she has a manual fill of 2000ml and she noticed that the initial drain did not last long at all. The hp was complaining of trouble breathing and bloating. The technical service representative (tsr) had the hp stop fill 1 and manually drain out 4502ml. The hp stated she was feeling empty and pulling. This was the hp's first night back on the hc after therapy changes. The tsr had the hp check the initial drain alarm (ida) which was set at 0ml. The tsr had the hp call the peritoneal dialysis nurse (pdn) and end therapy on the hc. The tsr advised the hp to let the pdn know that the ida needs to be higher due to the day exchanges ending on a fill of 2000ml. The hp stated the symptoms cleared since the drain. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue of iipv was confirmed in the event history log review, but was not duplicated during the device evaluation. The cause was determined to be use error; clinician inappropriately set minimum drain volume percent setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Device meets specification for the reported issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.